Manufacturer narrative:
Age / date of birth: (B)(6), (B)(6) 1943. Gender: female. Additional information provided by the customer confirming that the lens had patient contact; the lens was fully inserted into the patient¿s eye and the lens was removed due to a crack in the center of the lens. No incision enlargement, capsule tear, or vitrectomy performed. Device available for evaluation: yes, returned to manufacturer: 10/15/2015. Healon regular, healon gv, and a platinum cartridge lot numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information provided by the territory manager confirmed that the lens was replaced during the same procedure. There was no vitrectomy, wound enlargement or capsule tear. The patient did fine post-operative. The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. It can be seen the lens was received cut in half. The lens condition is consistent of the lens that was removed from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The reported complaint of crack in the center of the lens cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. No non-conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting into the patient's eye, there was a crack in the center of the intraocular lens. The surgeon removed the lens. No further information was provided.